Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft broke during removal of the device and the stent had not moved on the balloon during the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved distally on the balloon. The proximal end of the stent was damaged with stent struts overlapping and bunched. The type of damage evident to the crimped stent is consistent with an un-deployed stent experiencing resistance during withdrawal attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the mid-shaft was broken at the point of damage. The break point was located 87mm distal from the mid-shaft bond. Multiple kinks, damage and twisting of the mid-shaft was also evident distal to the break point. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "it is inadvisable to use this product on ¿highly tortuous¿ lesions or ¿heavily calcified lesions¿. (B)(4).

Event description:
Reportable based on device analysis completed on 15-sep-2015. It was reported that crossing difficulties were encountered. The 95% stenosed, 14mm in length target lesion was located in the severely tortuous, severely calcified and 5.0mm in diameter left anterior descending artery. A 16x5.00mm taxus liberte stent was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent movement on balloon, stent damage and shaft break.